Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to femoral periprosthetic fracture and femoral stem fracture sustained in a fall. The patient's exeter stem and femoral head were revised to another exeter stem and biolox head. Rep confirmed that there are no allegations against the revised femoral head, and that no further information will be released by the hospital or surgeon.